Manufacturer narrative:
Visual inspection: during the investigation, scratches on the surface of the m.blue housing and damage to the click membrane (according to the questionnaire, this occurred during explantation). Permeability test: a permeability test has shown that the m.blue is occluded while the progav 2.0 is permeable. Computer controlled test: to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical position. Due to the determined occlusion the m.blue, a computer controlled test is not applicable. The results show that the progav 2.0 are operating within the specified tolerances in their respective relevant position. Adjustment test: the valves were tested and both valves are not adjustable in all pressure settings. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected. However, the braking force cannot be measured due to the non-adjustability of the valves. Internal inspection: after dismantling of the valves, organic deposits were found in both valves. Results: based on the examination results, it was determined that neither valve could be adjusted. The visible deposits inside both valves are the cause of the functional impairment. Deposits from natural substances found in the body, such as protein, blood, or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic deposits can compromise the integrity of the valve. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
According to the complainant, the shunt system caused an overdrainage and had adjustment difficulties. The patient underwent a revision procedure on (B)(6) 2025. No patient complications were reported as a result of the revision procedure. The complained device was returned to the manufacturer for evaluation.